Event description:
It was reported that during a lap cholecystectomy procedure, clips misfired during use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.